Event description:
It was reported that there was no stimulation sensation from the device even at 10 v while using electrode 3. It was noted that there was a faulty electrode 3 and/or connection. The patient had stimulation in the vagina, but not the anus. It was indicated that lead failure may have led to sub-optimal stimulation. The device settings were changed to 0+,2-, and they were awaiting evaluation of clinical symptoms. It was noted that the event was resolved.

Manufacturer narrative:
Product ID 30951036, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the lead and extension were replaced. It was noted that the reason for replacement was ¿suspected device problem¿ and it was not clear if this was related to the electrode 3 not working. Additional review indicates the information in MFR. Report # 9614453-2013-01453 pertains to this manufacturer¿s report. Any additional info will be reported in this report.

Manufacturer narrative:
Product ID 309328, lot# b0414493k, implanted: 2006-(B)(6), product type lead, product ID 30951036, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).